Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the ins shut off by itself again for the 3rd time despite having 50% battery. The patient checked the ins with the controller and confirmed that it was off. The patient was still working with a manufacture representative to resolve the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause was not determined. The patient was educated on keeping a charge in the ins, as it will turn off if it has no energy in the battery. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient noticed that their controller was showing that stimulation was off when they had not turned it off. It was noted that this has happened on a couple of occasions. The rep checked the ins and saw that therapy was off for some periods, and that it was not due to battery depletion. The patient's recharging stats looked good. The rep was going to create a ins file and have it looked at. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via the manufacture representative reported that their ins shut off on its own again. The controller was showing that stim was off. The ins was at 40% and the programmer was at 60%. No further complications were reported.